Event description:
Reportedly on (B)(6) 2019, the patient, who is crt-d dependent, was hospitalized in emergency due to ventricular syncope and re-intervention was performed. The patient had twiddler's syndrome and right and left ventricular leads migration. Loss of ventricular capture was also observed. However, no alert was sent. Preliminary analysis revealed that the device behaved as specified.

Manufacturer narrative:
Preliminary analysis revealed that the inability to communicate was due to an absence of home monitor configuration.

Event description:
Reportedly on (B)(6) 2019, the patient, who is crt-d dependent, was hospitalized in emergency due to ventricular syncope and re-intervention was performed. The patient had twiddler's syndrome and right and left ventricular leads migration. Loss of ventricular capture was also observed. However, no alert was sent. Preliminary analysis revealed that the device behaved as specified.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly on (B)(6) 2019, the patient, who is crt-d dependent, was hospitalized in emergency due to ventricular syncope and re-intervention was performed. The patient had twiddler's syndrome and right and left ventricular leads migration. Loss of ventricular capture was also observed. However, no alert was sent. Preliminary analysis revealed that the device behaved as specified.